Event description:
Caller reported a minimum fill notification for their insulin pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of filling and loading a new cartridge onto the pump using correct techniques, which successfully resolved the issue. The caller was then able to resume insulin delivery without further complications.